Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed that the event occurred due to faulty cable unit, damaged optical fiber bundle, and damage plug. The event could have been detected/prevented by following the instructions for use: chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video telescope "endoeye high definition ii", had broken optics and the screen displayed a cracked, green image. The issue was found during preparation for use. There were no reports of patient harm.